Event description:
The tubing completely disconnected from the spinlock connector. Blood loss from one patient was reported. Amount of blood loss was not reported. No blood replacement was reported. Additional information received from the facility indicated that the patient suffered no adverse sequela associated with the incident and did not require blood replacement. The lot number remains unknown.